Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported malfunction could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source exhibited no image. The issue occurred during reprocessing for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.